Event description:
(B)(4). Following the midterm miscarriage I had in 2008, in a state of emotional distress I told my doctor that I wanted my tubes tied, as I believed I could never live through another miscarriage. At the time of my miscarriage (2008), I received state insurance ((B)(6)), that would only provide 30 days of coverage post the loss of pregnancy. As the law requires a waiver for permanent birth control be obtained by a doctor 90 days prior to the procedure, my state supplemental insurance would have long run out prior to the surgery date. It was at that time my doctor told me about essure. He offered to back date my waiver for the procedure to three months prior, the date of my first obgyn appointment. He explained this would ensure coverage when it came to my insurance. All I had to do was choose essure over traditional methods. Immediately following my surgery, I had immense pain, constipation, nausea, and vaginal bleeding. At first I accredited this to post surgical recovery. The pain not only continued, but got worse as time went on. I began vomiting every morning due to the nausea. Abdominal pain has been so severe its left me crippled for days. I've become subject to frequent bladder infections and horrid vaginal rashes, as well as rashes over all my body. I am constantly bloated, suffer from chronic diarrhea when I am not constipated. I have pain in all of my joints and frequent numbness of extremities. I loose grip easily with my hands and tend to be unsteady with weight on my legs. I have excessive hair loss and loss of muscle tone, regardless of regular exercise and activity. This is not to mention the emotional distress this has put on my life. After a scary hospital stay, I knew they had to be removed before they killed me. I found a doctor willing to preform a tubal ligation in 2010. Since surgery, symptoms have lightened, but are still very present and very real.